Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test with the adc device due to the reader "does not turn on." As a result, customer experienced headaches and was unable to self-treat. The customer further reported having contact with a healthcare professional who provided a unspecified (dose/type) insulin shot for the diagnosis of hyperglycemia. However, no further information could be obtained from the customer. There was no report of death or permanent injury associated with this event.